Event description:
Customer reported 2 incidents in which the aviva system gave a blood glucose result of 120 mg/dl at a time when she was symptomatic of hypoglycemia, required treatment by layperson in each instance. A request was made for the return of the system and a replacement was sent.